Event description:
In review of an article, it was reported that a severly impaired child underwent placement of a feeding gastrostomy during vns therapy. The article indicates that further studies (i.e., barium-contrast swallow studies) are being done to see if this is a device-related adversity. It further states that "the placement of feeding gastrostomies in one patient could have caused interruption of the normal vagal influence of swallowing or may have been a coincidental event." Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Murphy jv, hornig gw, schallert gs, tilton cl. Adverse events in children receiving intermittent left vagal nerve stimulation. Pediatr neurol 1998; 19(july):42-4.